Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. The pump was not returned for evaluation, as it was not explanted. An autopsy was not performed. A direct correlation between the device and the patient outcome could not be determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was doing well postoperatively. On (B)(6) 2016, the patient was started on heparin at 9am. Later that day, at approximately 3pm, the patient's son accompanied the patient to the restroom, and while voiding, the patient experienced an embolic stroke which later converted to a hemorrhagic stroke. The patient expired on (B)(6) 2016. The health professional reported that it is unclear as to why the patient experienced the embolic stroke; there was no clear indication as to where the embolism originated. It was also reported that the pump appeared to be operating without any issues.